Event description:
A malfunction alarm was reported with a code of malf 16, which could be reset but recurred afterwards. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump and eventually decided to replace the pump. The customer was informed about placing the pump into storage mode and returning it within 10 days, and they confirmed their shipment details. In the meantime, the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.